Manufacturer narrative:
Diagnostic error resulted in surgical intervention. Not explanted. No device malfunction reported.

Event description:
Diagnostic error resulted in surgical intervention.

Event description:
Alleged deflation.